Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial (ra) lead was over-sensing noise leading to pacemaker mediated tachycardia (pmt) and inappropriate automatic mode switch (ams) episodes. The patient experienced a minor arrhythmia. Programming changes were made and the patient was in stable condition.

Event description:
New infomation received notes that the lead was explanted and relaced. Possible insulation wear was observed in the subclavian region during explant. The patient was stable throughout.

Manufacturer narrative:
The reported events of oversensing noise and insulation abrasion were confirmed. As received, a complete lead was returned in one piece. Visual examination of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil. The cause of the reported event was due to exposure of the outer coil due to friction to the device can.

Event description:
Correction: the pacemaker mediated tachycardia (pmt) was caused by the pacemaker (pm), not the right atrial (ra) lead.

Manufacturer narrative:
Corrected data: b5; removed pacemaker mediated tachycardia (pmt) statement from the ra lead, h6; removed pmt coding from the ra lead